Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that the patient suffers from large amounts of toxic amounts of cobalt chromium metal ions and particles to be released into the patients blood, tissue, and bone surrounding the implant. It is also alleged that the patient suffers from pain, discomfort, limited mobility, and weakness. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Sales rep has reported a revision due to instability. Complaint was updated (B)(6) 2017. (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets received. There is no new allegation and revision reported. Added stem due to previously alleged toxic amounts of cobalt chromium metal ions. Added lawyer and law firm. Doi: (B)(6) 2008 - dor: (B)(6) 2017(right hip).